Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor had suspended sugar glucose and blood glucose value difference. The customer reported that the triggered the suspend on low/suspend before low event: 40.00 mg/dl and blood glucose value associated with the triggered suspend event was 106 mg/dl. It was reported that the difference in value between sensor glucose and blood glucose was 66 mg/dl. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.